Event description:
An olympus representative reported on behalf of the customer that when the cleaning brush was inserted into the suction cylinder of their gastrointestinal videoscope, it gets stuck near the forceps opening; the brush cannot be inserted. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the forceps channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they had not cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the instrument channel with water but did not brush the instrument channel, they wiped the instrument channel with clean lint-free cloths but did not immerse the endoscope in detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign matter lodged in the forceps channel. The customer's originally reported issue of instrument channel blockage was confirmed. The following additional findings were also noted: assorted discolorations, scratches, peeling components, cracks, dents, and deformations, wear of the angle wire causing the bending angle in the up direction and the play of the up/down knob to not meet the standard value, objective lens dirty, and uneven illumination due to slipping of the light guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation of reprocessing from the instruction manual could have caused the foreign material to have remained. The foreign material could not be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel] 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.